Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed tricuspid regurgitation (tr) for a triclip procedure. The procedure was completed successfully. After the procedure, it was difficult to remove the triclip steerable guide catheter (tsgc) from the stabilizer. The tsgc was removed from the patient, still attached to the stabilizer. Troubleshooting was preformed, after significant force the tsgc was removed from the stabilizer. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported difficulty removing the sgc guide attach from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot.the investigation determined that the reported difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.